Event description:
It was reported that durinag a hartman procedure, the device was positioned at the rectum. Afterwards the surgeon was not sure whether the pin was in the right position. Extra force was needed to close the device. When opened, it was noted that the staple line was open and there were malformed staples in the pelvis. This required an anastomosis and a double loop stoma, but because of the misfiring the initial hartman procedure was performed. There was no patient consequence.